Event description:
The pt reported charging issues between the implant and the external equipment. During a lead revision procedure, the surgeon decided to replace the implant with a new boston scientific spinal cord stimulator.